Event description:
Information received indicates the brake/steer caster will not hold when in brake. The caster continues to roll and swivel.

Manufacturer narrative:
The technician found the caster was worn. He replaced the brake/steer caster to repair the bed.